Event description:
The customer reported low blood glucose and was treated. The blood glucose reading at time of the call was 55mg/dl. The customer stated that he wore the insulin pump during a MRI procedure for about twenty minutes. No further info was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of the motor encoder signal being out of phase.